Manufacturer narrative:
Plant investigation: an actual sample from the customer without original package. The sample was primed, disinfected and prepared for analysis. No issues were found during disinfection. The visual inspection indicated a dryness channel on the joint of heparin tubing to luer connector from one side. A functional test was performed to the actual sample. The sample was attached to the heparin line assembly an syringe filled with a mixture (water with safranin) and was pressured. During the test a leak occurred on the joint of the heparin tubing to luer connector. The reported event was confirmed during sample evaluation. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. There is no recall associated with this complaint file.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic administrator reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed from the heparin line of the combi set, approximately a half inch away from where the syringe connected. There was no damage noticed on the combi set. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was available to be returned to the manufacturer for physical evaluation.